Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, the cartridge was leaking from an unknown location. Customer loaded a new cartridge to address the issue.